Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022 it was reported by a distributor representative via sems that an ar-4068-45l 45 degree suture-lasso had the tip break off in the patients shoulder. The surgeon looked to retrieve it, but could not find it.